Manufacturer narrative:
The device was not returned for evaluation. However, if it was returned no evaluation would be performed as the product is expired. Two reports will be submitted as it is unknown which lot number is related to the client's experience. The burning symptom could be associated with application of unneutralized hydrogen peroxide coming in contact with the eye. The u.s. National library of medicine toxicology data network (toxnet) describes the scope of injury associated with hydrogen peroxide exposure to the ocular tissue, ¿hydrogen peroxide is irritating to the eyes with a burning sensation, conjunctival hyperemia, lacrimation and severe pain which resolves within a few hours. There are rare cases of temporary corneal injury resulting from the application of 3% solution to the eye on contact lenses including punctate staining of the cornea, decreased vision, corneal opacity and edema.¿ if the symptom of burning is associated with unneutralized hydrogen peroxide, it represents a temporary condition associated with hydrogen peroxide exposure. The client was evaluated by a number of health care professionals with varying perspectives on the cause for the symptoms and signs. Included in potential causes were allergies, swollen lids and blocked glands, ocular rosacea, and blepharitis. The varying perspectives of the healthcare practitioners indicate that there may be multiple factors that contributed to the consumer's condition. If the symptom of burning is associated with unneutralized hydrogen peroxide, it represents a temporary condition associated with hydrogen peroxide exposure.

Event description:
A letter received from a legal representative described the following complaint history associated with a client. The client is a long term user of the product. In early 2016 on an unknown date, the client purchased a 3 pack of the solution. The client used the first bottle over a period of one to two months without experiencing any problem or adverse events. The client began using the second bottle between (B)(6) of 2016 and experienced a burning and stinging sensation in both eyes. The client's eyes became visibly swollen, red and weeping. The client initially thought that she had contracted conjunctivitis, as her symptoms developed suddenly. The client purchased and applied chloramphenicol eye drops; however, her symptoms persisted. After 1 to 2 days, the client's symptoms of pain had become severe and she was unable to continue using her contact lenses. The client also stopped using makeup, and began using a new deodorant and shampoo, in case these were the cause of her symptoms. The client visited her local optician on an unknown date as the symptoms did not improve. During this appointment the client's condition was not diagnosed, but it was noted that she had itchy eyes. The client was prescribed allergy eye drops to alleviate her symptoms. The client returned to the optician on an unknown date as her symptoms did not improve. The client had complaints of discomfort in both eyes and it was noted the client had swollen lids and blocked glands. The optician advised to continue using the eye drops, not to wear contact lenses and recommended a lid bag to soothe her eyes. By (B)(6) 2016, the client's symptoms had improved to the point where she was able to try daily contact lenses. The use of the daily lenses did not lead to a recurrence of her symptoms and she therefore resumed the use of her monthly contact lenses, in conjunction with the solution. The client's symptoms returned. The client visited her general practitioner on (B)(6) 2016 with complaints of pain, swelling, redness and discharge from both eyes. The client was examined and diagnosed with ocular rosacea. The client was prescribed lymecycline antibiotics and advised to continue using the eye drops recommended by the opticians. The client's symptoms did not resolve and so she returned to the optician approximately on (B)(6) 2016 (this date is uncertain). The optician instructed the client to return to the general practitioner who in turn referred the client to an ophthalmologist. On (B)(6) 2016, the client attended an appointment with the ophthalmologist. It was noted the client had no past ocular history and she was diagnosed with mild blepharitis in both eyes. The ophthalmologist advised the client to continue taking the antibiotics and prescribed hyloforte eye drops. The client completed the 5 week course of antibiotics but saw very little improvement. The client was referred to a consultant dermatologist on (B)(6) 2017, who ruled out ocular rosacea as the cause of the problem. The client attended a further appointment with the ophthalmologist on (B)(6) 2017 as her eyes were still dry. The client was prescribed eye drops and xailin night lubricating eye ointment. By (B)(6) 2017 the redness and soreness of the client's eyes had reduced slightly, however her eyes remain dry and she continues to use eye drops and wear glasses most of the time. The client's most recent ophthalmology appointment was on (B)(6) 2017, where she was informed that her eyes were still dry and are unlikely to improve. The client was given advice on how to manage the condition, which included using drops throughout the day and gel at night, wiping her eyes with wet cotton wool and using the heat pack to soothe them. The client cannot wear monthly contact lenses anymore and can only use daily contact lenses occasionally for a short time with the use of eye drops. The client's vision is often blurred due to mucus and the dryness of her eyes is aggravated by changing temperatures and air conditioning. The client spends a lot of time on the computer at work which is now difficult due to her dry and irritated eyes. Her eyes appear red and irritated, which has been commented upon by friends and colleagues. She feels self conscious about the appearance of her eyes. The complaint suggests the device may have malfunctioned as a result of variability of neutralization.